Event description:
The user reported the needle did not retract and appeared to be bent. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint report meets the criteria of an FDA MDR report based on the reporting precedence established for this product family for the non retraction of the needle during use; regardless of pt outcome. There were no echo-hd-25-c (echo) devices of lot # c941792 in stock at the time of the complaint investigation. The echo device involved in this complaint was not returned for evaluation. With the info provided a document based investigation was carried out. From the info provided it is believed that this complaint is related to the non-retraction of the echo needle. The most likely cause of this complaint is that the needle may have been damaged on its introduction into the endoscope, during use if the stylet was not in place during advancement of the needle or if the device was being used in a tortuous anatomy. If the needle was kinked/bent during use this could prevent needle retraction into the sheath. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the lab it is not possible to definitively state if this is the root cause of this complaint. Prior to dist, all echo devices are subjected to functional checks and visual inspection to ensure device integrity . A review of the relevant mfg records did not reveal a discrepancy related to the reported complaint issue. As per (B)(4) that accompanies this device, the device is used with an ultrasound endoscope for fine needle biopsy, (fnb), of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract. The notes section of the instructions for use (B)(4) instructs the user to "visually inspect with particular attention to kinks, ends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It was confirmed that the pt did not experience any adverse effects due to this occurrence. The customer complaint was confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.